Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for barrel damaged/cracked on lot # 9347090. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, barrel damaged/cracked) was captured and addressed appropriately investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that cracks were found on the barrels. Both returned syringes were examined and one syringe exhibited cracks in the barrel ranging from the 25 unit marking to the flange. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9347090. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200858645] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1710958, on 27 jul 2020, (B)(4) received a complaint, via a picture. The images exhibited (1) syringe with cracked barrel below the flange of the barrel. (1) barrel with a crack on the tip of the barrel. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 7bag 420cas jp had cracks in the barrels. This was discovered before use. The following information was provided by the initial reporter: cracks were found on the barrels.